Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer and tower door was failed. A field service engineer found drawer was hard to pull then adjusted the dra wer rail to resolve and also found issue in tower door, cleaned and reseated latches applied grease, performed functional test gets passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sl-5east2 main drawer 4.1 failed and it required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.